Event description:
The customer reported being in the emergency room due to diabetes ketoacidosis and high blood glucose of 390mg/dl. The customer removed her quick-set and noticed that the needle had never gone in her body, it was just on top of her skin and the customer was not receiving insulin. The device alarmed no delivery, but the alarm was resolved by changing the infusion set. Troubleshooting could not be performed as customer threw all of the infusion sets. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge